Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kcds, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The patient reported since implant on (B)(6) 2014, she had 4-5 bm's (bowel movement) a day. A fall was reported which was noted as occurring daily. A fall could be related to this issue. Stimulation issue reported was not related to positional movement. There was no recent medical test or emi environmental exposure. The patient increased stimulation from 0.8 to 1.0 volts. The patient tried increasing to 1.1 or 1.2 volts. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.